Event description:
It was reported that the patient lost therapy a few weeks prior. Impedances were greater than 4,000 ohms on all or some of the bipolar pairs. The patient underwent three programming follow-up sessions and each time an electrode was out of range. X-ray showed that the lead had not migrated. The physician felt the problem was likely the ipg. A replacement was planned. There was no injury to the patient at the time of this report.